Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the insulin pump buttons were not working. It was stuck with a low reservoir alarm and at one point during a bolus, the numbers cycled through and did not stop. The blood glucose reading was 449 mg/dl. The customer was treated with an insulin pen. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on the lcd board. The keypad traces was inspected and no anomalies noted. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to unresponsive buttons. The insulin pump had broken battery tube threads and minor scratches on the lcd window.